Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Event date and date of explant are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's system was explanted in (B)(6) 2019 due to an infection. No further information was provided.

Event description:
Additional information received indicated antibiotics were administered and the infection has since resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.